Event description:
On 2025-feb-25 (B)(4): information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that an implantable neurostimulator, specifically a pain stimulation implantable pulse generator (ipg), was dead. The patient experienced overstimulation incidents in 2021-2022, which led to emergency room visits to manage the overstimulation. Consequently, the patient discontinued the therapy. Patient stated ins maybe at end of service but they are not sure. The patient's pain management doctor was reportedly dismissive of their concerns. Additionally, the patient forgot to bring the recharger on an extended vacation, resulting in the inability to recharge the implanted neurostimulator's battery. The patient mentioned needing to put the device into magnetic resonance imaging (MRI) mode for upcoming imaging. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.